Event description:
The customer reported experiencing no audio with their suresigns speaker.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the investigation is still under investigation. A final report will be sent once the investigation is complete.